Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited intermittent loss of capture (loc) and the patient's heart rate varied from the 40s up to 50 bpm. It was noted that this pacemaker was implanted in 2006, and the patient declined recommended device replacement in 2019. Technical services (ts) reviewed device function at end of life (eol) would operate at vvi50 and continue to decrease voltage in favor of rate. It was unclear whether the device would be replaced as the patient was on a ventilator. No additional adverse patient effects were reported.